Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the are experiencing the right atrial (ra) lead move (shift) and feeling uncomfortable. Patient also reported that the lead is "bunched and placed behind the implantable pulse generator (ipg). The ra lead remains in use. No further patient complications have been reported as a result of this event.